Event description:
During a surgical procedure (mitral valve replacement) the battery of the centrifugal pump "die out" and the perfusionist needed to replace it in middle of the procedure. This was a time consuming process. The pt did not receive enough oxygen for an amount of time. The audible alarm has very low sound (not competing with the regular noise in the o.r.) And the time between the signals (that shows that the battery has problems) is to much apart (15 minutes). In this particular equipment the fuses needed to be change in three (3) different occasions during the last year. Apparently during the procedure there was a problem with a fuse and the battery enters. The charge of the battery was not enough to finish the procedure. (When the battery died out the surgeon was still in the procedure). The pt did not wake up and four days later die after a cardiac arrest.